Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 3-4. Reportedly, there was difficulty visualizing the posterior medial leaflet (pml) due to anatomy. The first mitraclip was deployed; however, post deployment, the thin and short pml came out of the clip (single leaflet device attachment-slda). Per physician, the slda was due to the patient's anatomy. Another mitraclip was implanted to stabilize the slda clip and reduce mr to grade 1+. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Review of the lot history record found no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and reported incomplete coaptation and difficulty visualization in this incident appears to be related due to patient pathology/morphology (thin and short posterior medial leaflet). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.